Event description:
During a portable emam, the x-ray machine started to tip onto the patient, but was caught by the technician before it could hit the patient. Subsequent investigation revealed that the left front wheel had been torn from the baseplate, possibley as a result of difficulty exiting an elevator.